Event description:
From mw5082208: the syringes and needles that were used for vaccinations are causing sore cystic nodules that come up 3-4 weeks after vaccine administration! Dose or amount: 3mg/ml. Dates of use: 2018. Diagnosis or reason for use: vaccine administration.